Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system's mobile view station (mvs) had an unexpected shutdown with it connected to the image acquisition system (ias) and the wall outlet. The site was able to power the system back on with no other reports. There was no patient present when this issue was identified.